Manufacturer narrative:
Serial no continued: (B)(4). The investigation found for two of the events the issue was resolved by service. The investigation found for one of the events the root cause was the pinch valve issue identified by the fse. For ten of the events, the investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation found for one of the events that the calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The investigation found for one of the events the low ft4 iii result was not confirmed. The investigation did not identify a product problem. The cause of the event could not be determined. The investigation found for one of the events the issue was caused by leaking pinch tubing. The investigation found for one of the events the investigation determined that the issue was resolved by the service activities performed. No further issues occurred following the service visit. The investigation found for one of the events the investigation determined the event was caused by the pre-wash function issue identified and corrected by the fse. The follow up/corrective actions for one of the events was the field service engineer found the cause to be pinch tubing. The fse cleaned out the sipper flow-path and replaced the pinch tubing. The customer replaced reagent packs and calibrated them. The analyzer was operating properly; qc results were acceptable. The customer then had measuring cell condition alarms. The fse found an issue with the printed circuit board. The printed circuit board was replaced and all mechanisms worked properly. The customer ran acceptable qc. The issue has not re-occurred at the customer site. The follow up/corrective actions for one of the events was the field service engineer found a pinch valve was not closing. The fse replaced the pinch valve. The system was primed and measuring cell preparation was performed. The customer ran qc with acceptable results. The follow up/corrective actions for one of the events was the customer refused service since the issue only affected 1 patient. The follow up/corrective actions for one of the events was the field service engineer (fse) checked all moving mechanisms, measuring preparation, flow in all systems, and system pressures. The fse ran performance check that was acceptable. The follow up/corrective actions for one of the events was the field service engineer (fse) checked the probe alignment, liquid level detection, and pressure sensor voltage. All were acceptable. The mechanism check was acceptable. The follow up/corrective actions for one of the events was the field service engineer (fse) found that the set screws that lock the sample probe assembly shaft were loose. The fse corrected the screws and the mechanisms check and qc were acceptable. The follow up/corrective actions for one of the events was the sample was provided for investigation. The follow up/corrective actions for one of the events was the field service engineer (fse) found blood sample around the rinse station for the sample probe. The fse decontaminated and cleaned the area. The fse checked the sample and reagent probe alignment. The customer ran qc and precision that were acceptable. The follow up/corrective actions for one of the events was the field service engineer checked instrument performance and ran performance testing. Mechanical and operational checks passed. No instrument issues were identified. The customer has had no further issues. The follow up/corrective actions for one of the events was the field service engineer did not identify a cause for the event. Instrument performance tests, mechanism checks and precision results were within specification. The follow up/corrective actions for one of the events was the pinch tubing was replaced. The follow up/corrective actions for one of the events was the fes adjusted the main water pump and gear pump pressure. He replaced the reagent probe. He replaced the sipper probe and the sample probe. He performed performance and precision testing with acceptable results. Precision testing of a pooled patient sample was performed with acceptable results. The customer successfully ran calibration and qc testing. The follow up/corrective actions for one of the events was the field service engineer found there was insufficient washing of the extra wash system probes. The fse adjusted the probes. During operation, it was noticed that the sample probe was loose. This was tightened and adjusted. The follow up/corrective actions for one of the events was the instrument performance testing results failed. The field service engineer replaced tubing. Instrument performance testing was completed with passing results. The customer had no further issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>18</noe> malfunction events. Questionable non-reproducible results were generated by a (cobas c501 analyzer). The events involved a total of 35 patients with the following: 16 elecsys tsh; 2 elecsys vitamin d assay; 3 elecsys prolactin assay; 1 elecsys testosterone ii assay; 1 elecsys pth immunoassay; 4 elecsys hcg + beta test system; 6 elecsys ft4 iii assay; 1 hcg stat; 2 elecsys ft3 iii; 1 elecsys ca 125 ii assay; 1 elecsys probnp ii immunoassay. The provided patients' ages ranged from 26 to 83 years. For one of the events, the patient's weight was (B)(6). There were 15 females and 5 males.